Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "blood leaked into the holder. Blood leaked through/from the rubber sleeve into a holder."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "blood leaked into the holder. Blood leaked through/from the rubber sleeve into a holder."

Manufacturer narrative:
H6: investigation summary: bd received 1 sample and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Blood can be seen in the holder and the cannula can be seen poking through the sleeve. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed as it was confirmed that the sleeve had not fully recovered the non-patient cannula. Additionally, 10 retention samples from bd inventory were evaluated by functional testing by drawing 5 tubes each and the issue of sleeve leakage was not observed. Bd was not able to determine the root cause for why the sleeve failed to recover the non-patient needle in the returned sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.